Manufacturer narrative:
H3: analysis was performed for product: (B)(4), software version: 2.1.0. There were 3 application session logs present of the issue date. The session captured that the site did not select any procedure in the sessions. There were no errors or fault messages observed for the localizer. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site received a localizer fault. This typically occurred when they first went to trace. Troubleshooting information was received. There was no metal in the field at the time. The site used the flat emitter and they unplugged it and plugged it back in to assess damage. It was noted the flat emitter cord still looked new. There was no patient present.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the system passed all tests and was performing as intended. Codes b01, c19 and d14 are applicable. Please also see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Troubleshooting information was updated. There was no metal in the field at the time. The site used the flat emitter and they unplugged it and plugged it back in. It was noted the flat emitter cord still looked new. It was also reported that a manufacturer representative (rep) called for additional troubleshooting. At the time of call, the rep was unable to replicate the issue. The rep ran print camera diagnostics and found no faults. The rep then unplugged and replugged in the emitter and breakout box (bob) several times, and issue was unable to be recreated. The rep found no erroneous status lights on the bob and all six ports were able to track instruments. It was believed that the issue was metal interference. The rep believed that the site placed a metal object close to the emitter without realizing and caused the localizer fault.